Manufacturer narrative:
The correction of b5 describe event and problem, d4 serial # deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 1st february, 2023 getinge became aware of an issue with one of surgical lights - prismalix 4001. It was stated the gray rubber plug was missing from the fork. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Corrected b5 describe event and problem: on 1st february, 2023 getinge became aware of an issue with one of surgical lights - prismalix 4001. The issue was not clear enough to establish if it affected device should be considered as risk related. Then upon the inspection of the getinge technician on 13th march 2023 it was stated the gray rubber plug was missing from the fork. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Previous d4 serial #: (B)(6). Corrected d4 serial #: (B)(6). According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
On 1st february, 2023 getinge became aware of an issue with one of surgical lights - prismalix 4001. The issue was not clear enough to establish if it affected device should be considered as risk related. Then upon the inspection of the getinge technician on 13th march 2023 it was stated the gray rubber plug was missing from the fork. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2023 getinge became aware of an issue with one of surgical lights - prismalix 4001. It was stated the gray rubber plug was missing from the fork. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - prismalix 4001. The issue was not clear enough to establish if it affected device should be considered as risk related. Then upon the inspection of the getinge technician on 13th march 2023 it was stated the gray rubber plug was missing from the fork. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. The most probable root cause of this incident is an incorrect mounting of the end cap because it was partially engaged into the fork tube. The end cap must have been removed and re-installed on site during installation or a maintenance procedure. We strongly advise to check similar devices in the hospital in order to check the correct positioning of all end cap forks. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.